Event description:
Patient representative reported "significant deterioration of the skin condition; acne with some extensive inflammation (chin, nose, décolleté, upper body), skin rash", "high sensitivity, uncomfortable sensation when touching the breasts, pain in the back and shoulders, sudden episodes of limb pain, limitations in sports ¿ severe pain in the pectoral muscles after exercise, extreme chest tightness, feeling of heaviness with simultaneous significant pressure on the chest", "pressure pain in the breasts, persistent and constant chest pain (stabbing, pressure)", "deterioration of the immune system; recurrent sore throats and persistent throat discomfort, deterioration of the immune system", "periods of severe fatigue and exhaustion, "extreme fatigue ¿ requiring at least 12 hours of sleep per night with persistent exhaustion, severe fatigue", "brain fog", "digestive problems in the form of constipation, significant digestive problems in conjunction with extreme abdominal pain", "spontaneous tingling in the fingers, sometimes accompanied by temporary stiffness and numbness, numbness around the scars", "noticeable veins in the breast, visible externally (implants seemed to be pressing from the inside and sagging)", "lumps in the chest", "severe headaches", "histopathologically confirmed "significant histocytic reaction" as well as siliconomas (left and right)", "depressive moods (present before implantation, worsened afterward)", "severe sleep disturbances", "traumatization due to the realization of possible long-term damage and the continuing risk of cancer, significant fears and concerns about long-term damage from toxic substances that is difficult to treat", "frequent bladder infections, often requiring antibiotic treatment", reflux (diagnosed by an ent specialist), numerous dental and periodontal treatments, sudden onset of visual disturbances, extreme sensitivity to noise, including brief hearing loss in both ears, lumbar spine syndrome , elevated blood levels of silicon and heavy metal levels, strong body odor (armpits) due to increased sweating, chronic inflammation in the mouth / severe gum bleeding (no bacterial periodontitis diagnosed), frequent bladder infections, multiple candida infections, frequently swollen lymph nodes in the jaw and neck area, pale skin, dark circles under the eyes, poor complexion, food intolerances (acidic foods, onions, garlic, spicy foods), night sweats, burning and watering eyes, sensory disturbances, kidney problems / elevated kidney values (elevated before explantation, within normal range afterward), (night time) anxiety and panic attacks with palpitations, extreme difficulty concentrating and forgetfulness / memory lapses, reduced libido (with significant tension in the relationship), extreme lack of motivation, restlessness, significant limitations in functional capacity, psychological treatment, severing of social contacts and withdrawal from public life". This record is for the right side. The device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: granuloma, breast pain.